Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11b06497 and h11a17082 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient who made a mistake/touch contamination and peritonitis with culture positive for (B)(6) coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported that on an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized as a result of the peritonitis. Treatment information not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. The outcome for the event of patient made mistake/touch contamination was not reported. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for (B)(6) was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.